Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) displayed a service code 203 (pulse test failure). The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon receipt, the monitor displayed a service code 203 (pulse test failure) during incoming pulse testing. The cause for the pulse test failure was isolated to defective inductors t2 and t3 on the monitor defibrillator board. The root cause for the defective inductors could not be positively identified. No adverse event results from the defective monitor. The last patient to use this monitor did not report any deficiencies.